Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? No buttressing used. Was the instrument fired across or near an existing staple line or clip? No clips used and no other staple line on the area. Were any unexpected noises heard? If so, when? A change in the motor was hard. It was slower as a tactile feedback it suggested it was finding the tissue too hard to cut over. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force than expect when going across the oesophagus. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. The device was found to be functional to all tests, but the knife feature was missing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an thoracic lung resection procedure, the doctor had fired the endocutter ten times prior to the endocutter issue. He had used three white reloads first followed by seven green reloads. On the eleventh firing I passed the scrub nurse a green reload (ecr60g) she loaded it and I check by looking at it that it was sitting correctly in the jaws of the endocutter. The doctor was going to use this reload to go across the bronchus, up to now the first ten firing were for the artery and lung tissue. He positioned the jaws over the bronchus and closed the jaws; he took the safety lever off and pressed the firing trigger. The knife blade moved 10mm and then stopped when it was in contact with the bronchus. The doctor said it won't go over the bronchus. So he removed the enodcutter from the bronchus and the scrub nurse loaded another green reload and he tried again over the bronchus. The exact same thing happened again the knife blade stopped when it came into contact with the bronchus and only deployed as far as the bronchus tissue and stopped. The surgeon had to open an ats45 with green cartridge to go across the bronchus. The surgeon did comment on the bronchus being thicker than usual and that he had to use an unusual amount of force to close the trigger and fire across the bronchus with the ats45- he said the bronchus was very tough. Procedure was prolonged three minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 05/15/2012. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?